Manufacturer narrative:
Initial surgery date was (B)(6) 2016. Unilateral breakage detected at the 12 month follow-up. The patient is not experiencing additional paid due to the breakage. Revision is not planned.

Event description:
Unilateral breakage detected at the 12 month follow-up. The patient is not experiencing additional pain due to the breakage. Revision is not planned.